Event description:
Right ventricular (rv) lead is fractured. Rv bipolar lead impedance >3000 ohms. Lead integrity alert (lia) triggered due to two or more high rate non-sustained episodes and high sensing integrity counter (sic). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).